Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had an unrelated surgery and was unsure if the ipg was placed in surgery mode. Afterwards, the ipg was unable to communicate with external devices. Troubleshooting was attempted by field representatives, but the ipg was unable to be recovered. As a result, surgical intervention may take place at a later date to address the issue.